Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned; therefore no imaging evaluation was performed. A device history record (DHR) review, lot history review was not done due to limited information on device. As the complaints for withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath was unable to be confirmed, a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: commander delivery system with s3/s3u/s3ur thv IFU, us, device preparation manual and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. Without the work order information, a review of the device history record and lot history was unable to be performed and is unable to confirm that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint description, the patient had heavily calcified iliac system that was treated with shockwave prior to access. Ic quickly tried to deploy valve but tortuosity and changing anatomy in the iliac wouldnt let the system reach. Tortuosity can create suboptimal angles and noncoaxial alignment between the delivery system and sheath tip, creating a challenging pathway for delivery system removal. The presence of calcification within the access vessel can create a constrained condition and further contribute to a noncoaxial withdrawal. A definitive root cause is unable to be determined. However, available information therefore suggests that patient factors (calcification, tortuosity) may have contributed to the event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing device not returned.

Event description:
As reported, the patient had a heavily calcified iliac system that was treated with shockwave prior to access. Ic quickly tried to deploy valve but tortuosity and changing anatomy in the iliac wouldn't let the system reach and the ao-iliac system was injured during access. The valve couldn't be deployed, or retrieved and was brought back to the sheath tip and removed by vascular surgeon. An endograft was placed, the 2nd valve was delivered successfully.